Event description:
Additional information was received indicating that four months later, the device was returned for product analysis.

Event description:
Boston scientific received information that this pacemaker displayed oversensing of noise causing pacing inhibition with greater than 2 seconds of asystole. Furthermore, the patient reported lightheadedness. Noise was recreated with isometrics. However, this was not resolved through reprogramming. This patient underwent a surgical intervention where the device was explanted and was successfully replaced. Additional information received indicated that the cause of the observations were not determined. The device will not be returned as it was left at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The post market quality assurance laboratory will analyze the device when it is returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.